Event description:
It was reported that the customer had a motor error alarm during prime and bolus delivery on the insulin pump. The customer's blood glucose level was 250 mg/dl. The customer was advised to disconnect to the insulin pump. The patient was advised after the troubleshooting was performed to discontinue the use of the insulin pump and revert to back-up plan. The customer was advised to return the insulin pump and it will be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).